Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk to the circumflex artery. After predilation was performed, a 38 x 2.50 promus premier¿ stent was advanced to treat the lesion but failed to cross. Upon withdrawal, it was noted that the stent struts were lifted. The procedure was completed with a 2.5 non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first two rows lifted distally from the stent profile. One strut on the 6th distal row is also raised distally from the stent profile. A snap gauge was used during examination to measure the undamaged side which is within specification. The damage most likely occurred during attempts to withdraw the device through a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk to the circumflex artery. After predilation was performed, a 38 x 2.50 promus premier stent was advanced to treat the lesion but failed to cross. Upon withdrawal, it was noted that the stent struts were lifted. The procedure was completed with a 2.5 non-bsc device. No patient complications were reported and the patient's status was good.